Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported treatment and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 450 mg/dl while wearing the pod. The patient reports their personal diabetes manager (pdm) would not turn on or charge. The patient reports vomiting. The patient removed their pod prior to going to their doctor. Once at the pediatricians office the patient was treated with fluids. The patient was prescribed an insulin pen as well as lancet injections. The patient was at their pediatricians office for 30 minutes.

Manufacturer narrative:
The returned device was evaluated and the pdm powered on, but it failed to move past the boot loader screen. The inability to move past the boot loader prevented the retrieval of data and the ability to test the device. It cannot be determined if the battery was incapable of holding charge, for the device did not make it past the initial boot loading screen. The screen was observed to be damaged. It cannot be determined if this affected the functionality of the screen.